Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value is unknown. He changed the reservoir and alarm occurred a couple of times but then went away. Customer stated the alarm was resolved by a reservoir change. Customer stated his blood glucose level was elevated due to having as cold. He also stated his no delivery alarm could have been due to him having a crack on the reservoir. The reservoir would not be replaced or returned for analysis.